Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of liner wear due to edge loading and cup loosening which may have been due to the reported osteolysis. However, this cannot be confirmed because the components were not returned for evaluation. (D11(d11) concomitant device: g2, 54mm crown cup (cn: 180-01-54, ln: 01250166). 28+3.5 cocr head (cn: 142-28-03, ln: 52993004). No information provided in the following section(s): a5, b6, b7, d4 (catalog number, serial number, UDI number, exp date), g5, and h4. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, h6 and h7.

Manufacturer narrative:
Pending evaluation. Concomitant device: g2, 54mm crown cup (cn: 180-01-54, ln: 01250166). 28+3.5 cocr head (cn: 142-28-03, ln: 52993004).

Event description:
As reported, approximately 27 years after the initial implant, the surgeon revised a (B)(6) y/o male¿s right hip that he originally implanted, due to the patient was currently experiencing severe pain due to osteolysis and poly wear. The bone loss was too severe, the cup was loose, and he decided to implant a dual mobility cup. The patient was last known to be in stable condition following the event. Hospital policy will not allow for the return of the product.